Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of the recurrent peritonitis, the patient was hospitalized for the peritonitis event. The cause of the recurrent peritonitis, treatment for the event, and action taken with therapy were not reported. At the time of this report, the patient was not yet recovered from the event. No additional information is available.